Event description:
It was reported that during an unspecified procedure, there was poor air/water supply and separation. The procedure was completed with different scope. There was no report of patient harm associated with this event. During evaluation of the returned device, the evaluation found a foreign objective in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Initial reporter: (B)(6) medical center. The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported, the following non-reportable malfunctions were identified: the up/down knob was out of specification; rubber is dirty and have a chip; debris; damage or deformation on various parts of the device; scratches on various part of the device and control unit has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The malfunction occurred during inspection before an unknown procedure. The procedure was completed with another device. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and b5 correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.